Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had multiple no delivery while blousing. The blood glucose level is unknown. Troubleshooting was not performed, but the issue was resolved with a set change. No further information was provided.